Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site and also felt a shocking or jolting sensation. The physician decided to replace and relocate the ipg. The patient was doing well postoperatively, and the explanted device was not returned.